Event description:
Device malfunction: difficult to deploy-thumb advancer, difficult to remove, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a nurse in-training in the use of the starclose se device attempted arteriotomy closure of a heavily calcified and scarred common femoral artery after a diagnostic procedure. Reportedly, although resistance was met thumb advancer deployment was completed. After clip deployment, the device was difficult to remove. A dilator was inserted into the access ports and the thumb advancer was proximally retracted, which released the device from the tissue tract. When the device was removed, it was noticed that the clip deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information. Device: the starclose se instruction for use (IFU) state, (precautions) "do not deploy the clip in areas of calcified plaque." And (special pt populations) "the safety and effectiveness of the starclose se vascular closure system have not been established in pts with femoral artery calcium, which is fluoroscopically visible at access site."